Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory it was noted that the complete lead returned severed in two segments at 13 centimeters (cm) from is-1 pin. Visual inspection found cuts through to the distal high voltage cable lumen where the distal cable was melted at approximately 15.8 cm from is-1 pin. The damaged cable was determined to have most likely occurred during the explant procedure. The proximal portion of the lead was subject to direct current resistance testing and passed on all paths and an x-ray of the distal portion showed no visable fractures.

Event description:
Event description boston scientific received information that during reposition of this atrial pacing lead, during induction testing, a 17j shock failed and an audible pop was heard coming from t165/114515. The patient was externally rescuscitated and a fault code indicating a shorted lead was displayed. The device was replaced with a t165-124304. At induction a 17j shock failed, and a pop was heard. A 31j shock was delivered, followed by another pop and a shorted lead fault. An attempt was made to remove the implantable transvenous defibrillation lead (0184-117333), however it could not be removed so this lead was surgically abandoned and another lead was implanted. A third device, t165-120142 was attempted and at induction, a 21j shock failed and the 31j was successful. However, the physician decided to place a t180- 205611.

Event description:
It was noted that following the audible pop sound during defibrillation threshold (dft) testing there was low out of range shock impedance measurements and a shorted lead indicator message. The right ventricular (rv) lead was evaluated through a pacing system analyzer (psa) with normal findings, which is why the device was replaced. However during dft testing with the new device, another audible pop sound was heard and another shorted lead indicator message displayed. Subsequently the physician opted to replace the rv lead. The physician experienced difficulty removing the lead, so it was surgically abandoned. Approximately eight years and four months later, the previously abandoned portion of the right ventricular (rv) lead was explanted due to an infection. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.